Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step at initial power up during testing. The device's power management board was replaced to address the issue. Additionally, the secure data card slot was broken on the printed circuit assembly requiring replacement of the printed circuit assembly.